Manufacturer narrative:
Investigation summary: two photos were provided to our quality team for investigation. Upon visual inspection, no black particles can be observed in the product. In the second photo, there seems to be a small particle on the stem of the stopper which may be polypropylene particles, without the sample to evaluate we cannot verify. A device history review was performed for reported lot 1911707, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly machine uses a de-ionizer to remove polypropylene particles from the inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we cannot identify a root cause at this time. Manufacturing personnel have been notified of this incident and a project was initiate to reduce any foreign matter in our products. Investigation conclusion: upon visual inspection of these pictures we cannot see any black particle mentioned by the customer in the complaint. In the second photo where the stem with the stopper appears the only thing that can be seen and vaguely it is a small particle inside the syringe in the stopper, probably of polypropylene mixed with silicone but we cannot confirm it because we do not have the customer's sample. Since no problems were identified and it was established that all the production and quality processes were being carried out normally, we cannot confirm that the fundamental cause of the black particle inside the barrel was not seen clearly in the photos received, nor can we confirm that the polypropylene stain was mixed with the silicone in the syringe itself. DHR of lot 1911707 has been reviewed not finding any annotation or deviation regarding the alleged defect. In assembly station of this manufacturing line, there is a de-ionizer to remove polypropylene particles inside the barrel. In addition, equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Based on all the preventive measures and our strict process inspection plan, we are confident that this should be an isolated problem and any recurrence is really unlikely based on the failure to open any quality notifications during the manufacturing process for this batch. The 1690 quality project is open to reduce foreign matter in this product. The incident is reported to manufacturing area staff. Root cause description: based on the available information we cannot identify a root cause at this time. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that a black piece of the rubber plunger broke off and was found floating in the bd plastipak¿ hypodermic luer-lok¿ syringe before use. The following information was provided by the initial reporter: "I¿d like to report an issue we experienced with a bd product, bd plastipak 10 ml bd leur-lok syringe. When we used one of the 10 ml syringes to draw up a volume of a product in our aseptic compounding unit we noticed a black particle floating in the syringe. We have initially identified the particle in question as a piece of the black rubber plunger which had detached."